Event description:
Reporter indicated that vns pt experienced an episode of apnea associated with a seizure. It was reported that pt had never experienced apnea with a seizure pre-vns implant and that apnea was not a typical part of the pt's seizure pattern. Further follow-up with treating neurologist indicated that the pt was doing fine. Neurologist indicated that the event was possibly related to the vns therapy system. No intervention is planned at this time.